Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which the caller acknowledged and understood.